Event description:
Customer called to report system pressure dome leaked when removing the kit after completion of the treatment procedure. Customer stated they removed the pump tubing segments, then when removing the system pressure dome, blood leaked onto the pressure dome. Css asked if anyone was splashed with blood due to the spill. Customer stated no, no one was splashed with blood. Customer stated blood just leaked onto the pressure dome. Customer stated there were no alarms during the treatment procedure. Customer stated there was no fluid leaking from any part of the kit during the treatment procedure. Customer requested service to clean the instrument. Srv-(B)(4) was dispatched. The kit was returned for investigation.

Manufacturer narrative:
The kit lot number was not reported; therefore, there was no batch record review performed. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected. Pressure dome membrane leaks were investigation through CAPA (B)(4), which has been closed, and CAPA (B)(4). Srv-(B)(4) completed: service engineer removed all pump heads and cleaned up blood leak. Checked all pump head heights, checked operation of all pressure sensors. Cleaned pump deck due to blood spill. All pump heads, pressure sensors and load cells were calibrated. All calibrations and test passed. Perform system check out procedure. No further action was required. The assessment is based on info available at the time of the investigation. Analysis of the returned kit is in progress at the time of this report. A supplemental report will be filed with the results of this analysis. (B)(4).